Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. A 3.00x38mm promus element long drug-eluting stent was selected to treat the lesion. However, the stent was stripped while passing through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.